Event description:
Study event. Device malfunction: stent fracture. Symptoms/ae: in-stent restenosis. Time of symptoms/ae: approx 20 mos post procedure. It was reported that approx 20 mos post a right internal / common carotid artery stenting procedure, it was discovered, from a selective angiogram, that the pt had 50% in-stent restenosis. Additionally, it was found that the stent was fractured. The fracture is in the common carotid part of the stent just proximal to the bifurcation. No corrective action was performed. The physician will continue to monitor the pt and may place a stent within the stent if the stenosis increased to greater than 80%. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot # was not identified; therefore, a device history record review could not be performed.